Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the implant was incompatible with the instrument and therefore not possible to use. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-3600-1 fibertak was received for investigation. Visual evaluation of the returned device noted the device was returned fully assembled with no apparent issues. Functional testing was performed by inserting the returned device into a known good mating guide instrument and no issues were noted. No problem was found with the returned device.